Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex esophageal fully covered stent has been implanted to treat a 2-3cm anastomotic stricture post esophagectomy with a malignant extrinsic mass compressing the esophagus during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed; however, the stent moved to the patient's stomach as seen under fluoroscopy. The stent was attempted to be removed by the stent removal suture, but the physician could not pull the stent past the stricture. Reportedly, the stent was left in the distal esophagus and another wallflex esophageal stent was implanted through the migrated stent to bridge the stricture. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.